Event description:
A customer reported a cartridge alarm 20 during the load process, and it did not cause any adverse impact to their blood glucose level. The customer was using a pump that was still under warranty and had previously experienced cartridge alarms with consecutive cartridges. Technical support decided to replace the customer's pump with one that has updated software. The customer was advised on using multiple daily injections (mdi) as a backup method for insulin delivery. Instructions were provided for putting the pump into storage mode and were acknowledged by the customer. The customer was also informed about returning the problematic pump within 10 days using a pre-paid label. A replacement pump was sent with a requirement for a delivery signature.